Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered too much insulin. Subsequently, the customer was hospitalized. Tandem technical support (cts) was unable to confirm this allegation as the customer declined troubleshooting with cts, and declined to provide additional information.